Manufacturer narrative:
(B)(4). Date sent: 3/25/2021. Different investigation findings code than what was originally reported: correction medwatch.

Manufacturer narrative:
(B)(4). Date sent: 2/12/2021. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection was conducted on the returned device. The analysis results found that the har36cn device was returned inside its package unopened. Upon visual inspection, it was observed that tyvek was damaged and presented a hole through the packaging.. It should be noted that product failure is multifactorial. Due to the damages found on the tyvek, a possible cause for this condition is due to improper handling during transit or storage; it appears that the package hit a hard surface and this caused the reported event. The reported complaint was confirmed. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Different device model returned than what was originally reported: correction medwatch. H10: corrected data = d1, d4.

Manufacturer narrative:
(B)(4). Batch #: u93w5v. Additional information was requested and the following was obtained: what was the damage to the package? The back packaging of the ultrasonic cutter head is broken. Did the damage to the packaging compromise the sterility of the device? Yes. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown surgery, before being used on the patient, the package was found damaged. Changed to another one to complete the surgery. There was no patient consequence reported. No additional information can be provided.